Manufacturer narrative:
During evaluation the reported issue was confirmed. Device evaluation noted an error e229 scope ID error was displayed due to defective cable unit, leaking detected from the cable unit, crack lines were observed on connector, and the video cable slight kinked. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had an e229 scope ID error. No image was displayed on the monitor screen. The device was replaced and the intended diagnostic procedure was completed using a similar device. The issue was found during at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: error code e229 ¿scope ID data damage,¿ occurred because communication failure occurred due to an internal water invasion in the cable, resulted in damaging scope ID data. The event can be prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.